Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 8 months post implant of this bioprosthetic aortic valve, it was explanted. The reason for explant and replacement product were not reported. No additional adverse patient effects were reported.